Event description:
Profound and permanent neurological injuries [nervous system disorder]. Neuropathy [neuropathy peripheral]. Severe and permanent physical injuries [injury]. Zinc poisoning [metal poisoning]. Copper depletion [blood copper decreased]. Testing revealed excess zinc [blood zinc increased]. Case description: an attorney reported that their client, an adult male age (B)(6), used fixodent denture adhesive, version unknown cream and super poligrip denture adhesive as his products of choice on his dentures and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, was diagnosed with neuropathy in 2008, later testing revealed excess zinc and resulting copper depletion, and zinc poisoning. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation.